Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to high threshold and high impedance. Additionally, the helix would not retract. This rv lead was replaced with the same model. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to high threshold and high impedance. Additionally, the helix would not retract. This rv lead was replaced with the same model. No additional adverse patient effects were reported.